Manufacturer narrative:
Other, other text: returned device was received in decent physical condition. The top case was chipped in the front corner. The bottom case was cracked and the plunger head is cracked. Evidence of reported problem in event log was found during the evaluation of the device, the force was out of specifications but was able to be calibrated. This was found to be caused by normal wear and use of the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a force sensor error that could not be calibrated. There were no reported adverse events. There was no patient present at the time of the event.